Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked where the tubing meets the chemo lock closest to the patient. This was observed during patient infusion with chemotherapy medication. The medication leaked onto the patient's jacket and clinic blanket; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4 expiration date, g4, h4, h6, and h11: correction: d1, d3, d4 UDI #. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.